Event description:
Revision surgery- the patient had an infection.

Manufacturer narrative:
The root cause of the revision surgery on (B)(6), 2012 was identified as an infection. The original surgery occurred on (B)(6), 2012. The outcomes attributed to this event are non-serious. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination and was left in the patient. The device history records for the 3d knee insert was examined. The product used in the original surgery was processed through an acceptable advanced sterrad nx sterilization cycle and was within its respective expiration date at the time of implantation. A review of the implant device history record, product complaint report database, and sterilization records show that this device met sterilization, design, and manufacturing requirements. No information was submitted with regard to the severity of the infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.